Manufacturer narrative:
Analysis: no output cahnnel 2 (or any channel) could be caused by a failure in dtu pulse generator, pt isolator, or interconnecting cable. There was damage to interconnecting cable, but it was not demonstrated that this could cause original failure. There was no evidence of pulse generator failure. Batteries are only power source for pt isolators. It is likely that dead batteris on channel 1 and 2 are root cause for no output. Intermittent output on channel 3 could also be caused by failures in pulse generator, pt isolator, or cable. Bad battery clip connection and loose battery post are probable cause of intermittent or sporadic output. Most probalbe is loose battery post (part of the battery) which was actually separated from battery and held only by housing at end of battery. Battery was not a brand used by fischer and was purchased and installed by user. Damaged cable could have caused intermittent output, but this mechanism was not duplicated during testing. Other items did not contribute to failure but indicate that unit probably was not maintained as well as it could have. Conclusion: the failure described by user as no output on channel 2 was probably caused by a dead battery in channel 2 pt isolator. Failure described by user as "sporadic" output on channel 3 was probably caused by a broken battery clip on channel 3 pt isolator. Battery harness wire was not sufficiently loose to cause loss of contact with connector.

Event description:
Biomedical engineer reported that the channel 2 vernier was not operating properly ch2 output was moved to channel 3. The pt then "went into fibrillation." Channel 3 was outputting sporadic pulses. Subsequent conversation with the cath lab indicated that the pt did not go into fibrillation. There was no reported injury to the pt. Co is continuing to investigate the reported event.